Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 270 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance imaging (MRI). Patient came to his office because the pump was empty. The hcp refilled the pump and then noticed the message about motor stall. Pump status and/or event log reported motor stall occurred, motor stall and recovery, stopped pump period may exceed tube set and multiple motor stalls <(>&<)> recoveries. Patient was going into withdrawals. No further complications were reported.